Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an unspecified pd cassette set was difficult to disconnect from the ¿dark blue tip¿ (female connector) of a minicap transfer set. The customer reported the dark blue tip never detached. This occurred during use for automated peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.